Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product found a hair-like debris sealed in the blister flange seal. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for the reported product. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported, that during a knee procedure. A hair was found in the sterile packaging of a trocar pin. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Cmp- (B)(4). Product has been received by zimmer biomet, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.